Event description:
It was reported that during interrogation a decrease in the r-waves and decrease in thresholds were observed due to a lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.